Event description:
Information received indicates the brake is not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found the weldment at the head end brake steer was bent. He installed a new bracket and hardware to repair the stretcher.